Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that femoral stem subsided with fracture. It is unclear as to if the fracture was of the implant or bone. Reporting a bone fracture as it would be most likely with the other patient harm of subsidence. If/when more information is received, the complaint will be updated at that time.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.